Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving supply bag lines are blocked message during treatment. The patient also confirmed that the cassette was leaking from the patient line near the cycler. The patient confirmed that the got wet. The cycler will be replaced and the patient will utilize manual treatment in the interim. The disposable product has been discarded.

Manufacturer narrative:
Updated corrective data: device evaluation in initial report was populated prior to the conclusion of the device history review. Device evaluation was concluded on 3/23/2018. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving supply bag lines are blocked message during treatment. The patient also confirmed that the cassette was leaking from the patient line near the cycler. The patient confirmed that the got wet. The cycler will be replaced and the patient will utilize manual treatment in the interim. The disposable product has been discarded. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event, nor was there any medical intervention administered as a result of the fluid leak. The patient has received the new cycler and has been completing treatments since.